Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and discovered that the patient sample had resulted >1000 for triglycerides. The large volume of triglycerides caused displacement within the sample, which resulted in inconsistent sodium results between samples treated with lipoclear and untreated samples. The cause of the inconsistent sodium results was lipemic interference. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Inconsistent sodium (na) results were obtained on multiple samples obtained from one patient on a dimension vista 1500 ((B)(4)) instrument. All of the results were reported to the physician(s), who were also informed that the samples appear lipemic. The sample was initially run on alternate instrument (B)(4) and resulted low. The patient was redrawn and lipoclear was added at the physician¿s request. The sample was then tested on instrument (B)(4), resulting higher. A new redraw was obtained and tested twice on instrument (B)(4) with lipoclear, resulting higher than previous results. The redraw was then run on both instruments without lipoclear, resulting lower than with lipoclear but matched each other. The customer then repeated all of the samples on instrument (B)(4), and all results matched the previous results obtained. There are no reports of patient intervention or adverse health consequences due to the inconsistent na results.